Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance out of range. Technical services (ts) was consulted, and no noise was noted. The suspected cause is a potential lead issue. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).